Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance to program a bolus. The customer's blood glucose reading was 600 mg/dl at the time of incident. Troubleshooting found that the pump did not have any settings and advised the customer to contact their doctor to check the settings. Customer declined high blood glucose troubleshooting. No further details provided.